Event description:
Pt with bard port, mid portion of groshong catheter fractured, separated and traveled within the right ventricle. Was successfully removed percutaneously with fluoroscopy. The rest of the bard port groshong was removed in surgery. The point of fracture was felt to be related to impingement of the first rib and clavicle.